Manufacturer narrative:
(B)(4). A wallflex biliary rx fully covered stent and delivery system were returned for analysis. Visual examination of the returned device found the inner shaft was not fully reconstrained in the outer sheath, as the tip was slightly pushed out of the outer sheath. The outer blue sheath was returned kinked approximately at 43cm from the tip of the delivery system. The inner shaft was kinking out of guidewire access sheath (gas) section. The outer sheath was stretched out in the gas section and the gas ramp was returned lifted. The stent was inspected and holes were noted on the stent cover. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system as received; however, the stent was deployed manually by gripping the outer sheath and pulling the tip distally. The outer diameter of the stent was measured and was found to be within specification. No other issues were noted to the stent and delivery system. The reported event of stent failure to deploy was confirmed as the stent had to be deployed manually. The investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be how the device was handled or manipulated, the interaction of the device with the scope, and the excessive force applied to the device during use, limited the performance of the device and contributed to stent failure to deploy and the kinks observed in the inner and outer sheath. It may be that the physician attempted to deploy and retract the stent and caused the stent cover damage. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/ product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was to be implanted during an endoscopic retrograde cholangiopacreatograhy (ercp) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle did not move at all and the stent failed to deploy. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on investigation result which revealed the stent cover was damaged.